Event description:
It reported that during a coronary stenting treatment procedure, removal difficulties were encountered. The express2 monorail 20/4.5 mm stent delivery system would not cross the lesion in the lad coronary artery. During attempted removal of the device, the stent embolized. The pt was taken to surgery, followed by intensive care. Additional info has been requested regarding this event.